Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: (B)(4). D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: patient safety specialist. H4: device manufacture date: unknown due to unknown lot number. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5170936. The event description states that: the tr band released air per protocol, causing the patient's puncture site to bleed immediately. Air had to be reinjected into the band, and they waited an hour before attempting to release the air again. On the second attempt, the puncture site began to bleed once more, and the band was re-inflated. Additional information was received on 11 jun 2025: the procedure performed prior to using the tr band was a left heart cath. 12 ml of air was injected into the tr band when it was applied. After the procedure, one hour later, the tr band started to be deflated. Hemostasis was achieved by reinflating air into the band. No blood loss occurred, and there was no noticeable damage to the device. The patient is stable, and no defects were noted. The patient only experienced bleeding, not significant blood loss or hemorrhage.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for air flow issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).